Event description:
Reporting status: serious injury. Reporting rationale: permanent impairment/stent compressed in non-diseased vessel. Device issue: stent dislodgement. It was reported that after implanting three stents in the proximal to mid portion of the lad; a fourth device, a mini vision stent delivery system (sds), dislodged in an attempt to place the stent in the mid lad. A balloon catheter was used to compress the dislodged stent against the vessel wall. Another stent was used to complete the procedure. No additional event or patient information is available.

Manufacturer narrative:
Results- product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the balloon and in the guide wire lumen. There was contrast visible in the nosepiece. The stent implant was not returned. There were crimp marks on the balloon and between the markers. The balloon was tightly folded. There were four bends in the hypotube, 3 cm, 23 cm, 34 cm, and 83 cm distal to the strain relief tubing. The protective sheath was not returned. There was no other damage noted to the sds. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.